Event description:
The device was implanted on (B)(6) 2013 and was explanted on (B)(6) 2016 due to recall. The physician was dr. (B)(6) at (B)(6) hospital in livonia, mi. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).